Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that one device hand-piece micro tornado hp w handcontrol does not hold the burrs. The event occurred post operatively. The surgeon used replacement device. The outcome of the event is unknown. There was patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that one device hand-piece micro tornado hp w handcontrol does not hold the burrs. The event occurred post operatively. The surgeon used replacement device. The outcome of the event is unknown. There was patient involvement. Additional event information received on 10/19/2018. It was reported that on an unknown date postoperatively that the micro tornado hp w handcontrol does not hold the burrs. There was a replacement device used for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Unit modified according to guideline of manufacturer. Unit safety test was performed according to manufacturer's final test procedure with reference accessories. Functional test performed. Electrical safety test completed. Hipot test completed. Functional test according to test procedure completed. Defective o-rings replaced. Resistance value out of specs: hand control set replaced. Preventive replacement of o-rings performed according to service manual. Motor not turning smoothly - motor replaced. As per input check, the motor was sticky, the values of the keypad are out of range. The root cause is the locking mechanism which has been upgraded. A DHR review cannot be performed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).